Manufacturer narrative:
On 28-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when it was connected to the patient interface unit (piu) all body surface and intracardiac electrograms were "blown out" on both carto 3 and ep recording systems. All signals disappeared. The sheath was not used for the rest of the procedure. Additionally, when the physician attempted to flush the sheath at the end of the case, they noticed it leaked by the hub and tubing and a visible crack was noticed. The medical team believed this issue was due to defective sheath. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, microscopic examination, and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. An electrical test was performed, and no electrical issues were found. A device history review was performed for the finished device 60000214 number, and no internal actions related to the complaint were found during the review. The leak issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. In the other hand, the electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG (electrocardiogram) noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000214 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and when it was connected to the patient interface unit (piu) all body surface and intracardiac electrograms were "blown out" on both carto 3 and ep recording systems. All signals disappeared momentarily, and when the signals returned they were very noisy on both systems. The vizigo cable was exchanged but the issue persisted. Different ports were also used (quad b and yellow deca ports) without resolution. The physician elected not to exchange the sheath and they abandoned use of a sheath for the remainder of the case. When the physician attempted to flush the sheath at the end of the case, they noticed it leaked by the hub and tubing and a visible crack was noticed. The medical team believed this issue was due to defective sheath. The signal issues were not MDR-reportable. The hub leakage is MDR-reportable.